Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The associated device was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The device is broken into two separate pieces, rendering the device inoperative. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. The clinical/medical evaluation concluded that it has not been reported whether the piece of the cement drill was retrieved from the patient it is made of a 17-4 ph stainless steel. It has been manufactured and intended as an externally communicating device and not approved for long-term internal tissue exposure. Long-term implantation data is not available. We cannot rule out the possibility of local tissue irritation discomfort and/or migration of the possibly retained drill piece. No clinically relevant supporting documentation was provided for review. Based on the limited information provided the root cause of the breakage could not be determined. No further clinical/medical assessment is warranted at this time. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. Assessment of historical escalated cases concluded that there are no prior actions related to this device and failure mode. As the device broke and it cannot longer fit its purpose, the contribution of the device to the reported event could be corroborated. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that a cement drill 4.5mm ((B)(6)) broke inside the patient, a rongeur 300mm with teeth ((B)(6)) and a rongeur 200mm with teeth ((B)(6)) are broken. It is unknown how the procedure was completed or if there was any delay.